Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The analyst noted the stylet insertion test result was failed at distance 18.5cm. Performed destructive analysis and visual inspection of conductor and found dried blood obstruction.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the lead was inserted through the vein to the right atrium and the physician attempted to exchange the stylet. Despite many attempts, the new stylet would not advance. The lead was removed and the physician tried to insert another stylet without success. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.